Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac arrest, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatments.

Manufacturer narrative:
Additional information: has been updated with evaluation codes reflecting the completed device evaluation. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00105 and 1225714-2016-00106. Additional information has been requested and will be submitted upon receipt accordingly.